Event description:
New information received notes the issue was found via remote monitoring. The patient was asymptomatic. Programming changes were made. The patient was being monitored remotely. The patient was stable at all times.

Manufacturer narrative:
Further investigation information was requested but was not available at this time.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).